Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was provided. Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A user facility reported that during laser-assisted cataract surgery, there was a bubble in the secondary incision and descemet's mebrane detachment occurred. The surgery was completed with manual technique and no delay. Additional information has been requested.